Event description:
The pt presented with a venous pseudo-aneurysm proximal to the av graft. During the deployment of the gore viabahn endoprosthesis, it became extremely difficult to pull the deployment line. The physician gave the line the hard tug and the device expanded approx 3-4 mm. The deployment line could not be removed any further. The device was recaptured in the sheath; however the expanded portion of the device remained outside of the sheath. The device and sheath were removed together and an 8x5 device advanced through a new sheath and deployed without further incident. The pt was fine post procedure.

Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. The investigation is in progress pending the completion of the device analysis.